Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was done to perform a transcatheter aortic valve replacement (tavr) with mild calcification and mild tortuosity. The supra core guidewire was used without issue then removed. Prior to re-inserting the wire in the patient, it was noted that the coil was unraveled at the proximal solder. The guidewire was exchanged for a new unspecified wire to successfully complete the procedure. It was stated that the physician is gripping the soldered part of the wire during straightening of the wire while advancing. The physician thinks that the soldering is weak and the cause of the issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The packaging materials were not returned. The reported break was confirmed by review of the coils. A lot history review and a similar complaint query could not be performed due to no reported part or lot number. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that manipulation and/or inadvertent mishandling of the wire during the procedure likely caused the damage to the coils. There is no indication of a product quality issue with respect to manufacture, design or labeling.